Event description:
It was reported that a user experienced difficulty with the cartridge repeatedly disengaging from the pump when using a recent batch of connectors, and the agent arranged shipment of replacement connectors after troubleshooting and education. Symptoms included episodes of high blood glucose with a peak of 362 mg/dl. Outcomes included disruption to therapy requiring replacement supplies. Investigation included a review of reported use, product lot information, and user troubleshooting. Investigation of this case revealed a suspected connector performance issue associated with the referenced lot. It was concluded that the device component connectors were likely contributing to the inability to maintain cartridge attachment, leading to hyperglycemia, and that replacement connectors were warranted. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.